Event description:
After one month of implant, increase in thresholds, low r-waves and high impedance were observed. Review of the egm showed noise. As such, the lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.